Event description:
Follow up.

Manufacturer narrative:
H3 other text: placeholder.

Manufacturer narrative:
The sample is indicated as available for evaluation. As of the date of this report the sample has not yet been returned. A follow-up report will be provided once the sample has been received and reviewed.

Event description:
Dr. (B)(6) stated that the wire on the curved pusher would not go through the filter.